Event description:
Litigation papers allege that since the surgical implantation of the asr system, the patient has experienced pain and discomfort in her hip. As a result the patient underwent revision surgery, but continues to experience pain in her right hip. It is also alleged, that the patient has suffered permanent injuries as a result of the implantation of asr hip implant. Doi: (B)(6) 2010, dor: (B)(6) 2011 (right hip); patient is a resident of (B)(6).

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.